Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to a product performance issue. In the replacement procedure, this ra lead was capped and replaced with another lead. No additional adverse patient effects were reported outside the revision procedure. This product has not been returned.